Event description:
It was reported that a vns patient would be undergoing revision surgery due to a lead fracture. At follow up with the patient, treating neurologist revealed that the event was diagnosed after the patient received a high lead impedance warning on system diagnostics and added that the patient had made complaints of "throat clearing" preceding these results. During the surgery, it was revealed that the patient's lead had developed excessive amounts of scar tissue on the electrodes. The surgeon attributed the high impedance results to the amount of scar tissue that was around the nerve as a lead break was not visualized during surgery. During the surgery, the scrub nurse reportedly began to inspect the explanted portions of lead and proceeded to pull off the leads insulation and cut it in half. Good faith attempts for additional information and product return have been unsuccessful to date.